Event description:
It was reported that during implant, the right ventricular lead exhibited high impedance and loss of capture. The physician tried to reposition the lead multiple times. The lead was not used, and was replaced.